Event description:
Additional information was received on (B)(6) 2011, when an implant card was received from the implanting hospital that again stated the lead impedance was still high after the battery was replaced on (B)(6) 2011. Although surgery to replace the lead is likely, it has not yet occurred. When additional information is received, it will be reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received to the manufacturer indicating the patient had vns lead replacement surgery performed on (B)(6) 2011. Manufacturer follow-up with the treating surgeon revealed no fractures were seen in the lead during the surgery. The explanted lead will not be returned per hospital policy.

Event description:
It was reported that during generator replacement surgery (due to end of svc), high impedance was obtained when the new generator was attached to the leads. Per reporter, the pt is an inmate in prison, so the surgeon only had a certain amount of time allowed to operate. The surgeon decided to implant the new generator on the old lead, leaving the device off. The plan is to replace the lead at another time. Attempts for further info have been unsuccessful to date.